Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 12mm maverick balloon catheter was advanced for dilatation. However, during insertion of the device into the guide catheter, the shaft broke. The device was pulled out together with the guide catheter, and the procedure was completed with another 2 x 12 maverick balloon catheter. No patient complications were reported, and the patient was doing well.